Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. A customer received an unspecified high glucose reading on the adc device and it is unknown whether the customer noted a trend arrow on the device. Due to higher adc device scan results, the customer self-treated with rapid acting insulin (dose unknown). As a result, the customer experienced symptoms described as "groggy", hypoglycemia, dizziness, a loss of consciousness, fell, and was unable to self-treat. The customer was able to regain consciousness, had contact with a non-healthcare professional (non-hcp/caregiver) that assisted the customer to stand up, and provided glucose dissolved in water for the customer to self-treat. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11,224,227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Poor solder on battery was observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. A customer received an unspecified high glucose reading on the adc device and it is unknown whether the customer noted a trend arrow on the device. Due to higher adc device scan results, the customer self-treated with rapid acting insulin (dose unknown). As a result, the customer experienced symptoms described as "groggy", hypoglycemia, dizziness, a loss of consciousness, fell, and was unable to self-treat. The customer was able to regain consciousness, had contact with a non-healthcare professional (non-hcp/caregiver) that assisted the customer to stand up, and provided glucose dissolved in water for the customer to self-treat. There was no report of death or permanent impairment associated with this event.